Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mixed mitral regurgitation (mr) and a rotated heart for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed. During established final arm angle (efaa) testing the clip opened approximately 5 degrees, troubleshooting was preformed and the clip was able to stay closed. The clip passed second efaa testing and the lock line was removed. Upon deployment the clip opened to approximately 90 degrees, the clip remained stable on the leaflets. A second mitraclip xtw was then implanted laterally to further reduce the mr and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mixed mitral regurgitation (mr) and a rotated heart for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed. During established final arm angle (efaa) testing the clip opened approximately 5 degrees, troubleshooting was preformed and the clip was able to stay closed. The clip passed second efaa testing and the lock line was removed. Upon deployment the clip opened to approximately 90 degrees, the clip remained stable on the leaflets. A second mitraclip xtw was then implanted laterally to further reduce the mr and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening while locked. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.